Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 4.2; re-test: 4.6. Date: (B)(6) 2010; inratio: 4.0; lab: 3.2. Date: (B)(6) 2010; inratio: 2.8; lab: 2.4 (1 hour later). Meter testing on (B)(6) 2010, was completed 4 1/2 hours after lab draw.